Event description:
Additional information received reported that per the healthcare provider, no other drug was ever used in the patient's pump other than lioresal. The only contrast material used for catheter access port testing was an omnipaque. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information indicated that there was further drug testing on the pump due to the severe damage and it revealed all the medications that the patient had taken. Results also confirmed the drug that was being used in the pump was baclofen. The outcome of the patient was noted as "no further complications."

Manufacturer narrative:
(B)(4). Analysis of the pump found pump motor feed-thru, deformed pump head and hole in the pump tube with material degradation. Also a pump motor gear train anomaly and corrosion was found. Dispense and infusion accuracy testing were inconsistent (both over and under dispense/infusion) and graphing looked odd. Destructive analysis revealed that the pumps inside compartments were flooded with fluid. Further inspection confirmed a damaged pump tube. The damage is believed to be degradation of the pump tube, it had become hardened, discolored and deformed and eventually cracked opened. The condition of the pump tube was the reason why the dispense/infusion accuracy was inconsistent. The fluid had also caused the motor wire feedthroughs to become saturated with fluid, the resistance readings taken did not pass. Another issue was the amount of residue found in the pump head and motor compartments. A 3 ml fluid sample of what was pulled out of the pump when received was sent for testing.

Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing severe spasticity due to cerebral palsy. The patient's dosage was increased several times. A catheter dye study revealed the catheter was working properly. Two days ago, after the patient realized their pump was alarming, the patient visited a neurosurgeon. Interrogation revealed multiple pump motor stalls and motor stall recoveries occurred on (B)(6) 2012. A pump explant procedure was planned. It was later reported that the pump was alarming at regular intervals; and had increased in the last one month. It was clarified that one catheter radiopaque dye test was performed through the catheter access port to check for catheter performance. The pump was replaced. Patient experienced "some spasticity relief" the day after the replacement device surgery. The pump was noted to have only administered lioresal, and no other medications in regards to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.